Event description:
Encapsulation of implants. Left grade iii, right grade ii. Tingling in nipple area, both breasts, chest pains/muscle spasms left side. Silicone inside and outside capsule with extensive vascularization. Granuloma present in capsule as well as outside capsule in breast tissue. Fibrosis and scar formation, left. Scar formation, right. Removed implants and capsules 7/27/94.